Event description:
Pt complains of aches and pains, dry mouth, breasts are hard and painful, itching, redness of skin, swelling of joints, hands and feet, shortness of breath, fibrosis, high blood pressure, and fibrocystic disease.